Event description:
Customer reported to beckman coulter, inc. (Bec) that sodium (na), potassium (k) and chloride (cl) quality controls have drifted higher over the past few days on the unicel dxc 880i synchron access clinical system (dxc 880i). Customer reported that an ion selective electrode (ise) preventive maintenance had been completed on (B)(6) 2012. Customer reported that the drift problem developed shortly following the preventive maintenance. Customer reported that the dxc 880i generated an erroneous k result. Customer reported that the result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted that the ratio pump was pulling air around the seals. The fse replaced the ratio pump and verified performance.